Event description:
Ancure expandable sheath nosecone broke off inside the pt. Problem was not recognized for 3 weeks until pt complained of pain. The physician removed it from femoral artery and repaired the vessel. Pt ok.